Manufacturer narrative:
The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: suspicion of alcl.

Event description:
Healthcare professional reported that they "think their patient has alcl;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected side is left. The device has been explanted.